Manufacturer narrative:
Customer was advise to replace battery.

Event description:
It was reported to philips that the customer's battery is dead. The age of the battery is unknown. There was no reported patient involvement.